Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2022. H6 component code: g07002 no device return. Additional information: d4, h4, h6 additional information was requested, the following was obtained: what was the size of the needle used? Needle length 48mm . Was it just the tip of the needle that broke off? Needle break. Was there any tissue damage as a result of searching for the needle piece? No tissue damage. Was the search for the needle fragment done intra-op while the patient was still in the operating room? Searched. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. None. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? None. Are there any adverse patient consequences? None. Does the surgeon believe the needle piece is retained in the patient's tissue? Retain. If retained, where is it located/in what structure? Unclear retention status . If retained, are there plans for removal of any remaining fragments? If retained, was more than half the needle retained in the patient? Current status of the patient? The patient was discharged . Is the device being returned? If yes, please provide status. Device cannot provide. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2021. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was the size of the needle used? ¿¿ all answers above are unobtainable. Once there is any update, we will update the information. Was it just the tip of the needle that broke off? Was there any tissue damage as a result of searching for the needle piece? Was the search for the needle fragment done intra-op while the patient was still in the operating room? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Are there any adverse patient consequences? Does the surgeon believe the needle piece is retained in the patient's tissue? If retained, where is it located/in what structure? If retained, are there plans for removal of any remaining fragments? If retained, was more than half the needle retained in the patient? Current status of the patient? Is the device being returned? If yes, please provide status

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was it just the tip of the needle that broke off? Was there any tissue damage as a result of searching for the needle piece? Was the search for the needle fragment done intra-op while the patient was still in the operating room? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Are there any adverse patient consequences? Does the surgeon believe the needle piece is retained in the patient's tissue? If retained, where is it located/in what structure? If retained, are there plans for removal of any remaining fragments? If retained, was more than half the needle retained in the patient? Current status of the patient? Is the device being returned? If yes, please provide status

Event description:
It was reported that a patient underwent a cardiac surgery on (B)(6) 2021 and suture was used to close the sternum. During the procedure, when the suture was used to close the sternum, it was found that the needle was broken at the tip, there was a possibility that the needle-tip-like size metal might be left in the patient's sternum. Since other fixed metal wires of sternum existed, it could not be screened by x-ray to check whether the broken needle tip was left in the patient's sternum. The surgeon repeatedly searched for the needle tip, but it wasn't found in the incision. It was decided to close the chest and end the surgery. There were no adverse patient consequences reported. Additional information was requested.